Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks. It was reported that a gemstar pump was connected to the gemstar docking station. The customer contact reported that after the physician plugged the docking station into an ac power outlet, "he heard a noise from the electrical socket and sparking." It was reported that the docking station "blew the circuit and the alarm came on." There were no reported adverse effects to the physician. No medical interventions were required. Though requested, no additional info was provided.